Event description:
The stardrive on a low profile u-joint driver broke off inside the head of a screw. The broken fragment could not be removed, so the surgeon put bone wax over the broken fragment. The surgeon has no plans to explant the broken fragment.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device was rec'd and evaluated. The broken surface does not show any anomalies. Mechanical overloading possibly lead to the breakage. Review of the mfg records found no complaint-related issues.